Event description:
It was reported that intermittent cartridge alarms occurred. There was no adverse impact to the customer¿s blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).